Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experiencing pain ", "excessive worry", "silicone remaining from the previous implant", "rupture of the silicone", "pain remained", "calcifications with benign characteristics in both breasts", "enlargement of the scars", "the nipples to migrate to the upper part of the breasts." Result of deformity and asymmetry, causing pain and distress to the patient". The device has been explanted. This record is for left side.